Event description:
Boston scientific received information that this right ventricular lead became dislodged. When the pocked was opened to revise the lead, it was discovered that the lead was never sutured in place. The lead was repositioned and successfully secured with sutures. No allegation was made against the lead and no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available this event will be updated and an updated report will be submitted.

Manufacturer narrative:
At a follow-up exam following the resolution of the initial lead dislodgement, p waves were observed on the shock egm so an x-ray was taken and the lead was found high in the right ventricle with the shock coil partially situated in the atrium. The sensitivity was increased to prevent p wave oversensing and a vt zone was added to provide rhythm discriminators. All available information indicates that the lead remains in service although it may need to be repositioned again. If additional information becomes available, this event will be updated and an updated report will be submitted.